Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a skin break down/ pressure injury on patient by using the sensor.